Event description:
The probe on the equipment is not registering the geiger counter numbers correctly. The c-trak machine has been checked out by biomed and sent to the company for evaluation several times. No errors found in testing, physician refuses to use.